Event description:
It was reported that during a coronary stent procedure, the delivery balloon would not inflate and the catheter shaft separated while the physician was removing the delivery device. The device was successfully removed from the pt. Pt status is listed as "okay".